Manufacturer narrative:
It was reported that this lead and the associated device were not explanted. A review of data downloaded from the device showed lead measurements were normal. There were no tachycardia episodes after post-implant induction testing, and a total of 46 episodes of pacemaker mediated tachycardia recorded in device history. This investigation will be updated should additional information be provided or if the lead is returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned one day after implant because it appeared to be on the patient's tricuspid valve. The observation and procedure were secondary to a replacement of the patient's right ventricular (rv) lead. No adverse patient effects were observed other than the additional procedures. Subsequent device checks over the next two days showed no anomalies. The representative subsequently was paged to program off the device in response to the request of the patient's family to remove all therapies and support because the patient was brain dead. A CT scan performed the morning of the patient's passing had shown brain damage. A family member subsequently alleged that the brain damage and patient death were either the result of the implant or lead revision/replacement procedures, or due to a malfunction of the device or leads.